Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the surgeon side console touchpad to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the surgeon side console touchpad and evaluation has been completed. The reported error 71 could not be reproduced, but was confirmed in the system logs. The touchpad was installed and tested on a test system. The system started up with no errors, all the touch functions were tested and passed, and the power cycle was run 20 times and they all passed. Although the reported symptom could not be replicated, a review of the remote error log at the site showed 197 instances of error 71, indicating the touchpad flashapp write failed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided. A review of the log confirms the occurrence of a da vinci-assisted total hysterectomy- benign procedure on (B)(6) 2021 using system (B)(4). This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure (first port incision) caused the procedure to be aborted. Although there was no reported patient injury as a result of the issue, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start (post anesthesia) of a da vinci-assisted surgical procedure (with ports already placed), an error 71 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed in the system event log that an error 71 occurred, pointing to the surgeon side console touchpad. As instructed, the caller (head nurse) removed all instruments, powered down the system, changed the console circuit breaker to the off position, and performed a hard power cycle of the system. The issue however, remained the same. Since the secondary da vinci x system was currently in use, the procedure was aborted (post anesthesia and ports placement).